Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 11 months post implant, the patient was admitted due to signs of a trans-ischemic attack. It was stated that the patient experienced tingling, slight weakness and slight confusion. The patient was "worked up" for possible hemolysis, however none was found. The patient's daily aspirin dosage was increased. He reportedly had no residual effects from the event.

Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the patient. No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.